Event description:
It was reported that the health care professional (hcp) wants to review data on this implantable pacemaker. Fine fibrillation waves are occasionally undersensed. Boston scientific technical services (ts) discussed that electrogram (egm) shows device operating as programmed. Ventricular arrhythmia episodes in configured collection period. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.